Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number. The complaint issue is a low risk and no investigation was required, therefore this complaint issue was not confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a retina intraocular lens (iol) exchange, an iol had one of the haptic bent after the lens was inserted into the eye. The lens was cut out and removed and a suture was needed to close the wound. Through follow-up, it was learned an incision enlargement or vitrectomy was not required. There was no patient injury. The patient was discharged the same day without a replacement lens. No additional information was provided to johnson & johnson surgical vision.